Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the device was successfully implanted on (B)(6) 2015. After implantation procedure, the device was operating in fallback mode (algorithm to prevent high rate pacing in the ventricular channel in case of atrial arrhythmia). It was observed that each time the device was programmed to a basic rate less than 60 min-1, it was operating in 60 min-1.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. Preliminary analysis results showed that the reported behavior was most probably due to an inadequate programmer software management.

Event description:
Reportedly, the device was successfully implanted on (B)(6) 2015. After implantation procedure, the device was operating in fallback mode (algorithm to prevent high rate pacing in the ventricular channel in case of atrial arrhythmia). It was observed that each time the device was programmed to a basic rate less than 60 min-1, it was operating in 60 min-1.